Manufacturer narrative:
(B)(4) the customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample. The customer returned one peel away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that one side of the peel-away sheath extrusion was separated directly adjacent to the tab. Remains of the extrusion were still moulded to the separated tab. The other tab was intact. It was also noted that the sheath was entirely peeled down both score lines, which is the intended function. The overall length of the sheath measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." A device history record review was per formed, and a relevant finding was identified. Based on the customer report and sample received, the potential root cause of this event is manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: when removing peel away sheath during PICC insertion, the tab broke off one side of the sheath. The sheath was removed in its entirety. There was no reported patient harm or consequence.

Event description:
It was reported that: when removing peel away sheath during PICC insertion, the tab broke off one side of the sheath. The sheath was removed in its entirety. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)